Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, sub-optimal image intensifier angle appears to have caused the valve to be deployed in a too-ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a transfemoral tavr procedure the 23mm sapien xt valve was deployed in a too ventricular position resulting in mild to moderate central aortic insufficiency (cai) requiring deployment of a 2nd valve. As reported, post deployment, tee revealed mild to moderate ai. It appeared that one cusp was lower and that the valve skirt did not seal on that cusp, thus causing the leak. The second valve was aligned with the bottom of the valve one cell higher than the bottom of the first valve (approximately 80:20 aortic to native annulus). The second valve was deployed with good results. A final tee and aortogram revealed no cai. The valve prepped in standard fashion (nominal volume). The image intensifier angle on one plane was fair, poor on other (site uses bi-plane technology) as observed. The valve was aligned approximately 60:40 aortic/ventricular and deployed with end result of 60:40 ventricular/aortic. During deployment, respirations were held and there was good pacing capture with pulse pressure dropping as intended.